Event description:
It was reported by the sales rep. That the dr said the safety shield did not function properly during initial trocar insertion and he perforated the illiac artery and vein. At this point, the surgeon had to open the pt to control bleeding.